Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was above 476 mg/dl at time of incident and 299 mg/dl. Customer declined troubleshooting. Customer reported that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer reported that the infusion set was detachment form the insulin pump. The insulin pump will not be returned for analysis.